Event description:
It was reported that patient experienced respiratory distress requiring additional intervention. Vascular access was via right femoral vein. A platinum plus guidewire was selected for use. During insertion of cardiac monitoring implant, it was noted that the right femoral artery had been compromised, and a fistula was suspected. Only the non-boston scientific sheath and platinum plus guidewire had been inserted at the time. Manual pressure was applied to the site with subsequent hematoma formation. Vascular access was then successfully achieved via left femoral vein. After access was established, the left pulmonary artery could not be reached secondary to very high pressures. Angiography of the right pulmonary artery did not result in identification of an appropriate target vessel. The physician of interventional cardiology joined the case utilizing a non-boston scientific catheter to access the left pulmonary artery. An appropriate target vessel was confirmed via angiography. The sensor was prepped per protocol, loaded onto the wire and advanced under fluoroscopy. Significant resistance was encountered approximately 4 mm proximal to the target vessel and the guide wire "curled" into the right ventricle. Various troubleshooting efforts were performed to pull wire back into position; however, the sheath came out and vascular access was lost. The patient was in the catheter lab for a total of 2.5 hours. Due to the prolonged procedure time, the patient had become unstable respiratory wise due to having to lay flat on the table for that amount of time. Oxygen was increased during the case to keep oxygen saturations at appropriate level. The procedure was aborted. There were no other adverse consequences to the patient.

Manufacturer narrative:
Correction: f10 and h6: patient codes: remove repiratory insufficiency code.

Event description:
It was reported that patient experienced respiratory distress requiring additional intervention. Vascular access was via right femoral vein. A platinum plus guidewire was selected for use. During insertion of cardiac monitoring implant, it was noted that the right femoral artery had been compromised, and a fistula was suspected. Only the non-boston scientific sheath and platinum plus guidewire had been inserted at the time. Manual pressure was applied to the site with subsequent hematoma formation. Vascular access was then successfully achieved via left femoral vein. After access was established, the left pulmonary artery could not be reached secondary to very high pressures. Angiography of the right pulmonary artery did not result in identification of an appropriate target vessel. The physician of interventional cardiology joined the case utilizing a non-boston scientific catheter to access the left pulmonary artery. An appropriate target vessel was confirmed via angiography. The sensor was prepped per protocol, loaded onto the wire and advanced under fluoroscopy. Significant resistance was encountered approximately 4 mm proximal to the target vessel and the guide wire "curled" into the right ventricle. Various troubleshooting efforts were performed to pull wire back into position; however, the sheath came out and vascular access was lost. The patient was in the catheter lab for a total of 2.5 hours. Due to the prolonged procedure time, the patient had become unstable respiratory wise due to having to lay flat on the table for that amount of time. Oxygen was increased during the case to keep oxygen saturations at appropriate level. The procedure was aborted. There were no other adverse consequences to the patient.